Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative loosened a screw (in the pressure block of the pneumatic module), to resolve the issue. An unrelated component was also replaced for a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming screw in the pressure block of the pneumatic module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the vitreous cutter would not work. The vitrectomy handpiece was switched out, but this did not solve the issue. An alternate system was used to initiate and complete surgery.